Event description:
Additional information received reported the patient received assistance from the manufacturer representative or health care provider (hcp) and their concerns were resolved.

Event description:
It was reported that the patient was scheduled for an implant the day following the report. It was noted that the original pain management physician tried to implant a new device and encountered scar tissue that would not allow the upper leads to be implanted. Failure indicated. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).